Event description:
It was reported that a patient expired 5 days after undergoing a da vinci si tongue base resection procedure on (B)(6), 2012. No issues occurred during the surgical procedure and the patient was released 3 days post-op. The patient was doing well at the time of discharge, however, he was discovered to have passed away two days later at his home.

Manufacturer narrative:
Additional information was provided by the physician who performed the surgical procedure. The surgeon confirmed that no system malfunctions occurred during the case. The surgeon also does not believe that the use of the da vinci si surgical system had any direct relationship to the patient's death. The autopsy results are still pending, therefore, the cause of death is still undetermined. A follow-up medwatch report will be submitted if additional information is received.